Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Event description:
Per report, the retroflex (rf3) sheath kinked while advancing the rf3 catheter. It was not possible to move the catheter forward or backward. The physician was unable to advance the rf3 delivery system and exit the sheath. The sheath/delivery system/valve were removed together along with the wire from the patient. A new sheath and rf3 were prepped and inserted and resistance occurred when pushing the delivery system through the sheath, but the procedure was able to be completed successfully.additional information obtained through investigation: the access vessel had a borderline minimum luminal diameter (mld) for a 24fr sheath; in addition, the vessel turned out to be more tortuous than what the screening images predicted. Nothing unusual was noticed when prepping the sheath or the rf3 devices.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. (B)(4).

Manufacturer narrative:
Correction: the correct date of this report is (B)(6) 2013; and not (B)(6) 2013 as previously reported. This report is filed (B)(4) 2013.